Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to low blood glucose the customer's blood glucose was not provided at the time of the incident. Customer was in a coma as they may have over delivered insulin. The customer may have programmed the insulin pump that caused the over infusion. There was no troubleshooting performed. Customer was advised the insulin pump will be replaced. The customer will not return the product for analysis.